Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: dislocation event description: it was reported that a patient underwent an initial hip procedure on (B)(6) 2017. Subsequently, the patient was revised due to repeated dislocations on (B)(6) 2018. Surgeon said patient had had three dislocations, the first at 3 weeks post op. He said there was nothing wrong with the components themselves, however, soft tissues all damaged. During revision, he simply removed the neutral liner and replaced with an elevated liner. He replaced the head with a longer head. He was happy with rom and examination on the table. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: - visual examination: for the investigation of the case biolox delta head 36mm s/-3.5mm is examined. Articulating surface of the head shows aggressive metal contact of the head. Coarse continous metal transfer is observed at the surface which has probably occurred after the dislocation event due to contact with the metallic shell. Inner taper zone of the head shows metal transfer in form of concentric circumferential rings at the taper top which are sign of symmetrical taper fit situation between the head and the stem. However, existence of incomplete parallel rings reaching from taper top to taper bottom of the head indicates that stem taper was forced against one side of the head as a result of unbalanced stress condition which might have happened after the dislocation event took place. Additionally, metal transfer observed at the taper bottom of the head in the form of discrete lines are probably due to extraction forces applied during the revision surgery review of product documentation: all involved devices are intended for treatment. Root cause analysis: root cause determination using sap rmw: - postoperative tissue reaction, metallosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear: possible, no such issue was reported, therefore cannot be excluded - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible: as a systematic issue with design would have been detected as part of complaint investigation or in the current pms process post market surveillance. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup): possible, no x-ray received to confirm, therefore cannot be excluded - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset): possible, cant be confirmed, therefore cannot be excluded. - failure of connection between stem and ball head, implant breakage, corrosion, metallosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) not possible: taper area of the head does not show any sign of particle existence during op - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head): possible, cant be confirmed, therefore cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity: possible, it is not reported, however cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible: product combination was allowed. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible: IFU (chapters: indications and warnings) provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible: DHR of the product shows released components met all requirements to perform as intended. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, cant be confirmed, therefore cannot be excluded. Conclusion: the lot number of the head was not reported for the investigation. Detailed search of the head serial number resulted in 11 different possible lot number. The quality records of all those lots show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No medical data related to the event were received to support the investigation. Based on the returned product and the given information the complaint could be confirmed. As the surgeon decided to implant a larger head during revision, root cause of the event is most likely the selection of a smaller head during op. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2018 - 01228.

Manufacturer narrative:
Concomitant medical devices: cls stem hip catalog no# unknown; lot no# unknown, therapy date: (B)(6) 2018. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on unknown side and underwent revision due to multiple dislocations.